Event description:
The customer reported that during an a-fib procedure, a steam pop was heard, and the patient had a pericardial effusion. The patient was still in the operating room when the event was reported to bwi and no additional information was provided by the customer afterwards.

Manufacturer narrative:
Attempts to obtain additional information from the customer were performed without success. Analysis will not be performed since the device was not returned. Concomitant products: carto 3 system us, catalog #: fg540000, serial #: (B)(4). Cool flow pump us, catalog #: cfp002, serial #: (B)(4). Stockert 70 system us, catalog #: s7001, serial #: (B)(4). Lasso variable 2515 us, catalog and lot number: unknown. Manufacturer reference #: (B)(4).